Manufacturer narrative:
Baxter received and evaluated the device. The reported symptom, false air in line alarm, was not evaluated for. Evidence for the reported problem air-in-line was found through the event history review by the presence of "air-in-line!" In the log; however, it cannot be determined whether the alarms are true or false. Evaluation did find low fluid numbers caused by a failed ultrasonic sensor which is a cause of false/constant air-in-line alarms. The ultrasonic sensor was replaced.

Event description:
The biomed emailed to report a spectrum pump was having an issue with a reload set and air detector. It was reported, "there are no known patient incidents reported for any devices." No other information is known.